Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net with noise on the right ventricular lead. No programming changes were available to be made and patient will continue to be monitored. Patient condition was stable after the event.